Event description:
It was reported that on (B)(6)2022, during a brevera procedure an insufficient vacuum error was received. The procedure had to be aborted and the patient rescheduled. An incision was performed. No other information is available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Field engineer tested the equipment and determined that system is not passing the vacuum test. The csl board failed and was replaced. After new repairs system is functioning within manufacturer´s specifications. No other information is available.